Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear. The investigation found evidence of third body debris being introduced into the joint space leading to accelerated polyethylene wear. A search of the complaint database did not show any additional reports against the lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to possible infection. Cultures came back negative for infection; however, the doctor felt there was excessive poly wear of the insert and requested the product be examined.